Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in an 81 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, right lower extremity limb ischemia was reported. The ischemia was diagnosed by pallor and color change, with absence of pulses in the affected extremity. Duplex ultrasound performed in the intensive care unit demonstrated minimal to no flow distal to the impella access site. Additional contributing factors included the presence of a 6 french sheath in the superficial femoral artery below the bifurcation and vascular calcification. The patient¿s vessel diameter was reported as greater than or equal to 4 millimeters. Activated clotting times were maintained between 160 and 180 seconds around the time of the event. The patient was taken to the cardiac catheterization laboratory, where the impella cp device was removed. A peripheral angiogram subsequently demonstrated restoration of flow to the right lower extremity. The patient was transitioned to intra-aortic balloon pump support. The intervention resolved the limb ischemia. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.4 liters per minute. The purge solution consisted of dextrose 5% in water. The patient survived the device removal and transition to intra-aortic balloon pump support with no additional adverse events reported. Limb ischemia is a known potential complication associated with large-bore arterial access and may be influenced by compromised distal perfusion, vascular calcification, additional vascular access devices, and the patient¿s underlying critical clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.